Event description:
While in clinical use and with the respiratory therapist (rt) at the patient¿s bedside, the v60 ventilator shut down. The device was in patient use at the time of the reported event. There was no patient harm, injury, or medical intervention noted. The customer reached out to philips technical support requesting a quote for onsite service. Per case notes, the quote has been accepted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/01/2022, 08/02/2022, 08/16/2022 and 10/18/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Phillips field service engineer (fse) was dispatched to the site and determined the power management (pm) printed circuit board assembly (pcba) needed to be replaced. The fse completed the pm pcba replacement and tested the unit for functionality. The ventilator passed all testing and was cleared for clinical use. The failed pcba was scrapped locally. Device event logs were reviewed, and no codes were identified in the log which indicate device malfunctioned as reported. The investigation concludes that no further action is required. If additional information is received the complaint file will be reopened.